Event description:
Feeding tube was found to be leaking out of the upper part of the orange port that goes into the feeding tube. Unmeasurable, large amount of tube feeding noted on the bedding. It appeared as if the feeding was still going into the tube but it was back-flowing out.